Event description:
Info rec'd indicates, the bed is drifting into trendelenburg.

Manufacturer narrative:
The tech found the CPR/emergency trend valve was contaminated. The tech replaced the valve to repair the bed.